Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, vaginal scarring and other outcomes. It was reported that patient underwent mesh revision on (B)(6) 2009 due to urge and stress incontinence and vaginal pain. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with a total vaginal hysterectomy, mccalls enterocele repair, anterior colporrhaphy, paravaginal repair, and iliococcygeal vault suspension.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2009 and a monarc subfascial hammock was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.